Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that she inserted the infusion set at night and the next day, she noticed that it had detached close to the site location while she was sleeping. Her blood glucose level was 25 mmol/l and she corrected it manually. The site location might have been her arm and the pump was clipped onto her collar on the left side of her neck. Reportedly, the infusions were stored at room temperature. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.